Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product.

Event description:
It was reported that hfp dicom studyset appears incorrectly; i.e. It appears 'upside down' in (B)(6). There was no report of mistreatment based on the available information.